Event description:
The field engineer reported that the system would not boot up and would not allow a software reload. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.